Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: visual inspection: the handle for torque limiting attachment (part # 03.110.005 / lot #l707231) was received at us cq. The device was received with its components disassembled. There was no evidence of physical device breakage. The individual components were in good shape with no damage that would inhibit functionality. Functional test: the device was functionally tested by re-assembling the device. The device was successfully re-assembled, the screw successfully secured onto the coupling and handle. The overall complaint was not confirmed. There was no defect with the received device. Device failure/defect identified? No; there was no defect identified with the device. Dimensional inspection: dimensional inspection was not performed as no physical damage was identified on the device. The handle for torque limiting attachment was successfully re-assembled. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues. Conclusion: the overall complaint was not confirmed for the received handle for torque limiting attachment as there was no evidence of device breakage and the device was successfully re-assembled. Based on se_430301_revab the device is able to be disassembled prior to sterilization. It is likely that during routine inspection, it was incorrectly identified that the product was broken due to its disassembled state. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 03.110.005; lot: l707231; manufacturing site: bettlach. Release to warehouse date: 03. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the handle for torque limiting attachment was broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).